Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the customer?s reported condition of a flo-gard infusion pump with clamp was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be cracks on the door latch. The door latch was replaced to fix the reported condition.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Event description:
This is a report of a flo-gard pump that had a door clamp issue that could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement injury or medical intervention related to this event. No additional information is available.